Event description:
It was reported that during a low anterior resection procedure, the device fired malformed staples. Another device was used to complete the procedure. There was no adverse pt consequence.